Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported accidentally rewinding the ilet device while attempting to resume delivery after a high glucose alert. The user mistook the alert for an occlusion, but no occlusion was found in the history. The patient¿s bg was elevated at 356 mg/dl but insulin delivery was resumed without issue. No adverse health effects were reported.